Event description:
Seat collapsed and customer fell to the floor. Service center replaced seat lift. No injury.

Manufacturer narrative:
Electric mobility corp failed to report this malfunction within 30 days.